Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that the vitrector did not seem to perform as well as it normally does during a surgical procedure. The pt presented with vitreous in anterior at the one day postoperative visit. Add'l info has been requested.